Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn. The surgeon had started on the two position when a white cloud appeared. She had advanced to the three position and the wound turned white. It was noted that the tip appeared to be occluded but there was no system message displayed. The patient required four sutures to close the wound. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: the surgeon reported a corneal burn occurred during phaco. Additional information received from the surgeon noted that when she started on position two, a white cloud appeared, the surgeon advanced to position three and the wound turned white. The surgeon stated the tip appeared to be occluded but no messages displayed. The wound was closed with four (4) sutures. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. No samples or serialized information was obtained on the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. No phaco tip sample has been returned for evaluation for the report of a corneal burn while using the system. Therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).